Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse verified the reported complaint and replaced the distal set-up joint (suj) on the patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the distal suj ; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, one of the universal surgical manipulators (usms) on patient side cart (psc) was disable due to repeated errors. Customer tried recovering from faults but with no change. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the logs and verified that usm1 was disabled due to having repeated error(s) 23118 on set-up joint (suj) tornado. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the distal set-up joint (dsuj) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 23118 on system logs indicating that the motor encoder incremental track had slipped. Additionally, error(s) 23007 and 26015 were also found that pointed to wiggle test faults on set-up joint (suj) tornado. The unit was installed onto a golden system where it triggered error 319 indicating that node was not present. The unit was then installed onto a psc fixture test platform (pftp) where it failed to track with the tornado encoder tests and then failed the tornado twang motor tests. The probable root cause is attributed to communication errors caused by a faulty motor module rotor and faulty chipencoder virtual absolute (cva) sensor board, both components located on distal suj outer.

Event description:
Refer to h11 for follow-up information.